Manufacturer narrative:
Service was not dispatched as the customer resolved the issue through system troubleshooting. In conclusion, the likely cause of the event is attributed to the loose substrate bottle fitting. Beckman coulter continues to track and trend any incident related to this issue.

Event description:
The customer reported sample counts outside limits message errors while analyzing patient samples involving the access® 2 immunoassay system. A result for troponin was obtained but the result for creatine kinase-mb (ck-mb) was cancelled due to the error message. The customer replaced the probes the previously evening and noted system check and quality control (qc) passed within range. The customer also noted the substrate bottle was recently replaced. During system troubleshooting, the customer discovered two fittings on the substrate bottle cap were loose. The customer tightened the fittings and primed the substrate ten cycles. Beckman coulter customer technical support (cts) advised the customer to perform system check and quality control, and reanalyze the troponin sample to ensure reproducibility. Patient results were not impacted. There was no patient consequence associated with this event. No further issues were reported by the customer. The instrument was in normal operation.